Event description:
It was reported that, "the inner blisterpack had been sealed with 2 lids. The centrax was implanted."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.